Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. This is one of four complaints for the finish goods lot for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. While a sample was not returned for this event, similar complaint investigations determined that debris within the aspiration tubing resulted in the reported event. The debris has been identified as a piece of the aspiration tubing which was inadvertently inserted into the aspiration line during manufacturing. This manufacturing event is believed to be related to misalignment of the tooling on the automated production line. An internal investigation has been initiated for this event. (B)(4).

Event description:
A nurse reported that the fluidics management system tubing became clogged during a cataract procedure. The issue was resolved through product replacement. There was no harm to the patient.